Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 10, 2016. (B)(4).

Event description:
The end user reports redness under the mass and tape collar which extends approximately 25mm. She applies nystop and or reliamed protective barrier spray followed by safe n simple protective barrier spray. The end user further reported that she plans to see her doctor next week so he can assess the area.